Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined system remotely and confirmed that system had boot up issue. Review of the logfile shows errors for the ¿larcbeamcarm movement. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the system bootup issue confirming issue with host pc. To resolve the issue, the fse replaced the host pc in another work order. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.